Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after tka had been performed on 2018, the patient experienced an aseptic loosening of the implant. All bloods and tests were done before clearing any infection. When opening, they met with what looked like metal debris which was then sent for frozen labs confirming metal being present. However, there was no metal on metal of articulation present and all implants were intact, making the case odd as the femur and poly seemed in good conditions and no scratches. All that was noticed was that there were tiny divets in the poly as well as several lines vertically on the femur. There was also metallosis found under the patella on the cement when the patella was removed. This adverse event was treated by a revision surgery performed on (B)(6) 2026, in which patient received a cement spacer and will be going in for a second stage at a later date. Current health status of patient is unknown.